Manufacturer narrative:
Cause: without the defective device for return, it is challenging for transtek to conduct a detailed analysis. There are some similar device failures from other feedbacks and the cause analysis should be the same theoretically as below. 1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 2. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. Please note: clinical test data for electronic blood pressure algorithms are collected based on statistics and can cover most of the population. However, for individuals with special physiological conditions, such as those with common arrhythmias (e.g., atrioventricular block, premature beats, or atrial fibrillation), the algorithm struggles to identify standard fluctuation patterns. As a result, the effectiveness of this device for such users has not been established. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
Event description: additional manufacturer narrative (provided by teladoc): the member's account status prevented a replacement monitor from being ordered. Multiple attempts were made to contact the patient to obtain additional information with no success. The patient's blood glucose meter was requested to be returned for investigation. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed. Event or problem description: the patient reported receiving an inaccurate reading from the teladoc blood pressure monitor. They stated that they checked their blood pressure because they were not feeling well, and the device showed a high reading when their blood pressure was actually low. The patient passed out, was taken to the hospital, and was admitted.